Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Lot # 18126844. D.4. Medical device expiration date: 12/28/2021. D.10 device available for eval yes, d.10 returned to manufacturer on: 02/19/2020. H4: device manufacture date: 02/13/2018. H10: investigation conclusion: three mz1000 samples from lot 18126844 were received for investigation in sealed packaging. Additionally a hartmann extension set (ref:(B)(4) lot:19l1393) was received in sealed packaging to assist the investigation. Functional testing was performed by connecting the hartmann's extension set to the female luer adaptor of the maxzero; it was noted that a secure connection could not be obtained, with the hartmann's extension set disconnecting after each attempt. The mz1000 samples were then connected to luer slip syringes from bd stock; a secure connection was achieved in each instance with no inadvertent disconnection observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 18126844 and 19046548 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the observed disconnection could not be determined as no connection issues were observed during testing with bd luer slip syringes; however bd will continue to monitor the incoming feedback and remain vigilant to reports of this nature. Please note, luer slip connections should never be left unattended due to the potential for disconnections as stated in the directions for use (dfu). Alternatively, luer lock syringes could be used to ensure secure connections without the potential for disconnection. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero connector in the past 12 months.